Manufacturer narrative:
Device evaluated by third party service.

Event description:
The manufacturer received information from a third party service center alleging a ventilator was not charging its batteries. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.